Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error during rewind. It was also reported that the insulin pump alarmed battery failed. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump did not alarm after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error confirmed in history file due to corroded force sensor. The device was received with corroded home switch. Unable to verify failed battery test due to critical pump error. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratches on lcd window.